Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. The patient also alleged of sinus infection. The patient did receive medical intervention in the form of prescription for antibiotics. The reported event and its reported severity was reviewed by the manufacture's clinical expert. The event is related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device. Dust/dirt and fibrous contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure and air path suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination was observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in the base unit however, presence of contamination in the air path was confirmed. Section h6 were updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have sinus infection. The patient did receive medical intervention in the form of prescription for antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.